Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:010000847, lot number:6535257, brand name: unknown, g7, acetabular, cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04540, 0001825034-2019-04541. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the cup. The surgery was completed with a backup product. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10. Visual examination of the returned shell identified dings and gouging to the scallops and locking groove. Scratches were also observed on the rim and around the inner radius. The damage is mostly contained to half of the shell's radius with light scratching on the other half. The liner was also returned and found to be heavily damaged and deformed. The damage was also predominately found on half the liner which corresponds to what was observed on the shell. The barb is deformed such that a thick poly strand protrudes from the liner. Two holes have been drilled through the liner. A portion of a circular indentation is present in 2 locations in the outer radius. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.